Event description:
It was reported that bipolar lead impedance has been dropping over time, the bipolar threshold has been increasing over time and a lead warning occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.